Event description:
It was reported that during a open atfl procedure, after preparing the insertion site with a golden awl, when the physician was screwing the healicoil into the talus, it broke off into small pieces even though he used the pk healicoil taps provided; the broken pieces were removed by the surgeon with his fingers as it was an open procedure. Surgery resumed after a non-significant delay; with a back-up device used in the originally drilled bone hole. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage conditions and material requirements specified for the implant material. Each lot must be accompanied by a material certificate of analysis. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a procedure, when the physician was screwing a healicoil into the talus, it broke off into small pieces even though he used the pk healicoil taps provided. Surgery resumed after a non-significant delay; however it is unknown if there was a back-up device available. No further complications were reported.